Manufacturer narrative:
Device is unavailable for evaluation by manufacturer. Investigation report is incomplete. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: the head nurse reported that the foley catheter balloon broke due to the fact that the hospital used paraffin oil for lubrication and was inserted into the patient. No patient injuries reported.